Event description:
Original surgery on (B)(6) 2013 performed by dr. (B)(6) with spinal element's, inc., mercury classic polyaxial screws. Revision surgery performed by dr. (B)(6) on (B)(6) 2013 with spinal elements, inc., mercury and ti-bond tlif sets. Dr. (B)(6). (B)(6) said that screws are loose and need to be taken out. Rep for removal case contacted dr. (B)(6) who refused to provide x-rays. Dr stated that pt was non-compliant and went hunting.